Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation : rupture, seroma-late and granuloma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Patient reported bilateral rupture. Later it was reported ¿slight pain¿, ¿dizziness¿, and "seroma capsule with silicone granuloma¿. The report of dizziness is deemed not related to the device. This record is for the left side. The device remains implanted.